Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer performed displacement test and self test and both test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Patient returned product with allegation of pump error alarms and cosmetic damage along the side of the battery compartment on (B)(6) 2021. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43/41 alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. Pump error alarm confirmed in the history file on (B)(6) 2021 at 18:43 and pump error alarm on (B)(6) 2021 at 18:43 confirmed in the history file due to a motor related issue. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (23.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. Pump error alarm was confirmed due to faulty motor. Cosmetic damage confirmed at the side of the battery tube.